Event description:
The account alleged that the beds brakes were not locking. No injury reported.

Manufacturer narrative:
The technician found no issue with the brakes and that this was user error. Technician in-serviced the account on the bed functions and brakes to resolve the issue.